Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that insulin flow is blocked at the reservoir. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the issue cannot be resolved. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.